Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Pt stated their stimulation therapy only works for their legs and has never worked for their back. Pt reported their stimulation has been shocking them off and on for about 8 months and, as a result, they have had the stimulation off for probably 6 months. Patient stated if they do yoga or try to arch their back forward or stretch their back backwards it shocks them and when they lay flat it shocks them. Patient added if they try to turn stimulation on to work for their leg then it shocks their other leg and their back and they can't lay flat to sleep so they turn it off. Agent reviewed role of rep and the patient was redirected to their healthcare provider to further address the issue. Patient stated they have had lots of conversations over the years with a manufacturer representative (rep) both over the phone and in person and most recently spoke to rep today over the phone (after a health care provider called rep) and was advised to call patient services. Agent emailed field and emailed patient physician listing.